Event description:
This rv lead with an unknown implant date was said to have been revised. A product experience report received on 08/25/2018 stated that the patient came back for an rv lead revision. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).